Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. Further review of the device data and recommendations were requested. Upon review of the device data, technical services (ts) confirmed an electric shock was provided due to double counting wide signals of slow ventricular tachycardia (vt). Ts also discussed the device amplitude signals are showing low in alternate and secondary vectors, indicating a higher electrode placement, and the primary vector remains as the most suitable sensing option. Further advice and recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.